Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology valve leaked blood during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "these new catheters are extremely difficult to use. They do not thread after a blood flash has been seen. The failure rate with these catheters is high. The valve often leaks. When attempting to draw labs (especially on pediatric patients) the valve prevents this and results in a second invasive procedure on a child. This is a dramatically inferior product."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings bd multiguard¿ technology valve leaked blood during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "these new catheters are extremely difficult to use. They do not thread after a blood flash has been seen. The failure rate with these catheters is high. The valve often leaks. When attempting to draw labs (especially on pediatric patients) the valve prevents this and results in a second invasive procedure on a child. This is a dramatically inferior product."